Manufacturer narrative:
Investigation summary: one sample was received and evaluated. It came in an opened packaging blister. A visual inspection was performed. It has embedded degraded resin; the degraded resin is a yellowish color. The photos provided show the sample received with the embedded degraded resin in different areas of the barrel wall, one photo shows the packaging blister top web. A potential root cause is associated with the syringe molding process. The embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Based on the sample received and photos provided, the reported symptom is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 79901 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the sample received and photos provided the symptom reported by the customer can be confirmed. This lot was produced for 0.134 mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for this symptom root cause description: a potential root cause is associated to the syringe molding process. The embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd 60 ml syringe luer-lok¿ tip experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: issue: 1 ea 50 ml ll syringe# 309653, lot# 0079901. "I'm working e shift and opened a 50 ml bd syringe that looks dirty. The bottom of the barrel is yellow and there are particles all within the syringe,